Event description:
Customer reports that he obtained a result of 387mg/dl on his device and a lab taken at the same time read 98mg/dl. No treatment received. No qcs were used. Requested return of suspect device and replacement was sent.